Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and mildly tortuous left anterior descending (lad) artery. A 12 x 2.00 mm nc quantum apex¿ balloon catheter was used for dilation. After crossing the lesion with this device, a backflow of blood occurred into the unspecified inflation device when the dilation started. The physician removed the device out from the patient, and found the balloon had been ruptured during the 1st inflation at 8 atm. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: there was blood in the balloon and inflation lumen. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 4mm from the proximal edge of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and mildly tortuous left anterior descending (lad) artery. A 12 x 2.00 mm nc quantum apex balloon catheter was used for dilation. After crossing the lesion with this device, a backflow of blood occurred into the unspecified inflation device when the dilation started. The physician removed the device out from the patient, and found the balloon had been ruptured during the 1st inflation at 8 atm. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).